Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The evaluation determined that a component would not turn back on after a full battery discharge. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The patient attempted to give herself a bolus with the patient therapy controller (ptc) but the ptc lost communication with the pump, and the ptc appeared to have shut down. The patient visited their pain management facility on (B)(6) 2015 to receive a new ptc. The device was returned on 12/3/2015 for evaluation.